Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) level subsequently increased to 475 mg/dl and high ketones. Customer drank "as much water as possible" to initially address bg. The customer was subsequently hospitalized where healthcare providers administered intravenous fluids of saline and insulin to treat bg. Reportedly, the issue was resolved and no permanent damage to the customer was reported. Multiple attempts were made to obtain the customer's hospital release date; however, no response from the customer was received. The customer reverted to an alternate method of insulin therapy.